Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother described reaction as red, bumpy, itchy and sometimes puffy. Reaction was located on the belly. Affected area was treated with hydrocortisone cream that was prescribed for the reaction on (B)(6) 2015. At the time of contact, the reaction was healing. No additional event or patient information was provided.